Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an infection at the ipg site. As a result, the patient had the system explanted. The infection is now resolved. The patient was implanted with a new system (B)(6) 2019 and effective therapy was established without issue.